Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the right atrial (ra) lead became dislodged when putting the catheter for the left ventricle. After the lead dislodged the physician had trouble retracting the screw. Another lead was implanted. No patient complications have been reported as a result of this event.